Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up and down buttons are intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2014 with the following findings: the keypad was found to be intact; no damage was observed. The up arrow and down arrow buttons were found to be intermittently unresponsive during testing. The ok and contrast buttons responded properly. The keypad was removed and evidence of contamination was found under all of the button contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and dim, discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.